Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary system was offline and prevented user from accessing medication to patient. The user stated that they were able to access medication from other station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 3-1/2-2 was jammed in the frame. The field service engineer replaced controller board and position sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.